Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis manifested by abdominal pain, diarrhea, low blood pressure and fever. On the same day, the pt was hospitalized for the event. On unreported dates, the pt received treatment for the event with cefazolin, ceftazidime (doses, frequencies not reported) and flucanozole, IV (intravenously) for 2 weeks (dose not reported). Five days after being admitted to the hospital, the pt was discharged. The cause of the peritonitis was unknown. At the time of this report, the pt was not yet recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.